Event description:
The patient was revised due to osteolysis around acetabular cup. The patient was osteoarthritic. Pseudotumor was found near the groin during revision surgery.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, it was reported that: the presence of the pseudotumour reported cannot be confirmed without histology reports. Pseudotumours have been reported with metal on polyethylene articulations in literature but they are not a regular occurrence with these types of device and they can have many causes. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.